Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have grip input disk broken. Input disk 7 was found completely detached from the base of the housing. Common causes of the failure mode broken instrument input disks are typically attributed to the user, most commonly caused by improper cleaning/reprocessing techniques. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.